Manufacturer narrative:
Concomitant medical products: model: c6tr01, crt-p; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed an alert for high bipolar pacing impedance. It was noted the rv lead was reused when the patients system was recently downgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. Additionally, it was noted that the implant, impedance was not good in bipolar configuration at that time so the rv lead was programmed unipolar pace with bipolar sense at implant. Due to the programming at implant the crt-p was unable to complete the implant detect function and therefore was unable to collect data and trends. The patient was seen in-office and the implant detect was turned "off" and no reprogramming of the rv lead was completed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.